Manufacturer narrative:
It was reported that the front wheel came off and the end user fell, dislocating his shoulder. A sling was applied and he was placed on pain medication. The sample that was returned for evaluation was a different model number than the one reported. We are not sure this was the actual sample as it was not sent directly from the end user. The sample was evaluated and found to be missing two of the four 'e' clips. The visual inspection indicates they were all present at one time due to a fading of the paint as well as some paint chipping. It cannot be determined if the clips were in use at the time of the incident. Even if the clip was not present at the time of the incident, the caster assembly is also locked into the frame via a push button assembly. The push button assemblies were found to be in working order and held the caster assemblies in the frame. The front caster stem bolts were slightly loose. They fit as specified in the frame and showed no signs of falling off even after rolling and placing a load on the frame. The reported incident could not be replicated with the returned sample and a root cause was not determined. No corrective action is indicated at this time.

Event description:
Report that front wheel assembly broke and end user fell, dislocating his shoulder.